Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a damaged power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunctions in the b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the maintenance unit exhibited alternating current inlet at the rear was damage with broken inlet. The power switch at front was also damaged with broken protective cover with exposed internal components, with plastic cap torn off. There were no reports of patient involvement.